Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: towards the end of the case, staff noticed that part of the blue depth marker flaked off into the patient. The surgeon used biopsy forceps to remove the flake. Staff regularly cleaned the device using laps wetted with saline throughout the case. The generator settings were cut-20 and coag-20 and the device was activated approximately four seconds at a time. Analysis conclusion: complaint confirmed: the blue depth marker material is damaged, flaked and peeled, which confirms the customers reported complaint. However, it cannot be determined how or when the blue band material was damaged. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Towards the end of the case, staff noticed that part of the blue depth marker on the corecath device tip flaked off into the patient. The surgeon used biopsy forceps to remove the flake. There was no injury or adverse effect to the patient.